Event description:
Pt's mother had bilateral breast implants for cosmetic reasons. Total surgeries 2. After nursing 4 children rptr wanted breasts back to original shape. Silicone was confirmed to be outside breast scar tissue capsule. Pt's mother experienced infection and numbness (nipple or breast). Implants ruptured with bleeding outside of envelope. A capsulotomy was done on left side. Pt has been diagnosed with peripheral neuropathy demyelinating neuropathy, anxiety and/or depression, balance disturbances, reduced blood flow to brain, inflammation, chronic pain and heat or cold sensitivity to extremities, esophagitis, duodenitis and/or gastritis, irritable bowel syndrome, esophageal motility disorder, hypersensitivity or allergies to chemicals, asthma, unexplained rashes, sun sensitivity, long-term extreme fatigue and clumsiness/drops things.